Event description:
The patient underwent a thoracic aortic dissection repair approximately 17 months ago. Subsequent literature indicates a potential risk for post operative infections related to airborne transmission of acid-fast bacilli (afb), through the fan used in the heater /cooler unit. This patient was admitted to the hospital approximately 3 months ago with complaints of syncope, diarrhea and fever. Extensive workup resulted in diagnosis of aortic root abscess, requiring removal of the original graft and placement of a homograft to the ascending aorta and CABG x 2. Blood cultures positive for afb mycobacterium avium-intracellulare (mai) nontuberculous mycobacteria (ntm) infection.

Event description:
The patient underwent a thoracic aortic dissection repair approximately 28 months ago. Subsequent literature indicates a potential risk for post operative infections related to airborne transmission of acid-fast bacilli (afb), through the fan used in the heater /cooler unit. This patient was admitted to the hospital approximately 2 months ago with complaints of syncope, diarrhea and fever. Extensive workup resulted in diagnosis of aortic root abscess, requiring removal of the original graft and placement of a homograft to the ascending aorta and CABG x 2. Blood cultures positive for afb mycobacterium avium-intracellulare (mai) nontuberculous mycobacteria (ntm) infection.